Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's left eye. During the same procedure, another iol with a different diopter value (24.0) was implanted. There were no surgical complications or patient injury reported.

Manufacturer narrative:
The returned sample lens was received in a plastic bag and was inspected at 10x microscope magnification, which is normal inspection magnification. Visual inspection revealed that the lens was received with a large cut in the optic, and surface residuals adhered to both sides of the optic body compatible with handling the lens out of a sterile environment. The cosmetic condition observed in the sample returned is consistent with a lens that has been used and explanted from the patient's eye. No cosmetic defects related to manufacturing were found in the returned lens. Manufacturing record review of the documentation revealed that all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications and that the product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device returned to manufacturer on 1/09/2014. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.